Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that system does not boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the host pc is unable to connect to the sibbox via the network switch. To resolve the issue fse replaced the network switch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.